Event description:
Patient has been picking up freestyle lite test strips with our pharmacy for 1.5 years (since (B)(6) 2016). Only diabetes related product filled for patient. Found out (B)(6) 2017 that patient uses omnipod insulin pump system potentially using the omnipod pdm built-in meter as her meter. It is our understanding the omnipod pdm built-in meter uses only original freestyle testy strips. Contacted patient via secure message to verify use of omnipod pdm built-in meter. Patient confirmed use of omnipod pdm built-in meter and informed us she "has always been told to use freestyle lite test strips" and has "been doing that for about 5 years now." We do not know what original provider or representative gave her this information to follow-up on it. Contacted omnipod directly to confirm should be using original freestyle only and informed that is correct.